Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the device was in good condition with no appearance of any physical damage. A review of the event history log identified force sensor test error in the history. Functional testing was performed, and the reported problem was duplicated during power up process, failed the force sensor reading. The force sensor was out of calibration. The root cause of the issue was customer induced as a result of the customer's non-performance of required periodic preventative maintenance activities and the customer's general neglect. Performed preventative maintenance and all functional testing. UDI details unknown.

Event description:
It was reported that the device displayed a force sensor failure test. No patient injury or involvement reported.